Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had both leads repositioned on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-04835. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As such, surgical intervention may occur to address the issue.